Manufacturer narrative:
The complaint investigation was performed which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of a retained kit of the complaint lot number. Labeling review concludes that the issue is adequately addressed. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any issues or deviations with the likely cause lot and complaint issue. A retained kit of reagent lot number 14520be00 was tested in a sensitivity setup and inhouse testing determined that the sensitivity performance of the lot was acceptable. Testing of two commercial seroconversion panels showed results comparable to the data provided by the manufacturer of the panel. Based on our investigation, no systemic issue or deficiency of alinity I hiv ag/ab combo reagent, lot number 14512be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) alinity I hiv ag/ab result on an (B)(6) patient when compared with other methods. The following data was provided: sid (B)(6) alinity I processing module = (B)(6), architect = (B)(6), western blot: (B)(6). No impact to patient management was reported.